Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was not patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and an air gas module was replaced. The customer kept the gas module. The air gas module regulates the inspiratory air gas flow to the patient. The failure was confirmed in received device logs. The test log showed that the air gas module delivered more gas than expected. We could trace back the reported problem to (B)(6) therefore the date of event was determined as (B)(6) 2017. No goods has been received, therefore the cause of the air gas module failure could not be determined in this investigation.

Event description:
(B)(4).